Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro , indicating that the device was unable to display an EKG. The device was not in clinical use, therefore no patient or user harm.